Event description:
It was reported that they have had their axonic's device for about 2.5 years. The patient stated they have a bladder and bowel issue and the device could never be programmed where it treats both therapies. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).